Event description:
It was reported that this right atrial (ra) lead has an history of high pace impedance measurements and pacing thresholds issues. The health care professional (hcp) had inquiries about how to get atrial diagnostics with the current configuration since the patient is having atrial fibrillation (af) episodes. Technical services (ts) discussed that atrial tachy response (atr) is only available in tracking modes and suggested reprograming options. No adverse patient effects were reported. This system remains in service.

Event description:
It was reported that this right atrial (ra) lead has an history of high pace impedance measurements and pacing thresholds issues. The health care professional (hcp) had inquiries about how to get atrial diagnostics with the current configuration since the patient is having atrial fibrillation (af) episodes. Technical services (ts) discussed that atrial tachy response (atr) is only available in tracking modes and suggested reprograming options. No adverse patient effects were reported. This system remains in service. This supplemental report is being filed as additional information was received which reported that the right atrial (ra) pacing lead measurements were high out of range measuring 2032 ohms. At this time, the system remains in service. No adverse patient effects were reported.